Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted to the keypad traces during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked case at the display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported the customer had a keypad anomaly. The customer stated the buttons on their insulin pump was not functional. The customer stated they were unable to clear a missed bolus alarm because their escape button was unresponsive. Customer's blood glucose was 142 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer stated their insulin pump may have been exposed to moisture. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.